Event description:
It was reported that the implants at tooth site #unk disengaged from the driver. Implants got contaminated on a non sterile surface when it fell. Seems like corner / driver was faulty. Clinician reported that there was no issue with the implant. It is the driver that was faulty there for the implants disengaged from the driver. They do not have the driver's lot# nor prod#. They will not be sending the driver back as they discarded it.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided. H3 other text: device was discarded.

Manufacturer narrative:
Zimvie did not receive one (1) unknown biomet driver for evaluation visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR and complaint history review could not be performed since the item number and lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00181-haz rev 6, the most likely root cause determined from the investigation was that was probably user caused. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.